Event description:
A customer reported obtaining unexpected negative reactivity on the antibody screening assay on galileo echo m00886.

Manufacturer narrative:
A review of the image result files for the unexpected negative reactivity showed that cell 2, which was reported as negative by the echo, visually appeared positive. The customer was made aware of technical communication cc-09-042-02 which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.